Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Device not available for return; remains embedded in patient without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that patient had surgery for a lateral entry femoral nail insertion due to a gunshot wound to the left femur bone on (B)(6) 2016. During surgery,while the surgeon was measuring with the guide wire for screw insertion, the tip of the guide wire broke off into the patient's femoral bone. Surgeon chose to leave the guide wire tip fragment embedded in the bone. Due to this event an additional five minutes was added to operating room time. Surgery was completed successfully and the patient is reported in stable condition. This report is 1 of 1 for (B)(4).